Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. The product was explanted and successfully replaced. There were no patient consequences.